Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.